Event description:
It was reported that the patient presented for follow-up after a near syncopal episode. The patient's rhythm was a sinus rate of 44 bpm. Interrogation revealed no pacing. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomalies were found.